Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. Device code 1069 captures the reportable event of stent shaft broken. A visual evaluation of the returned device found that the stent shaft section was torn. The torn was perceived as broken; consequently confirming the reported complaint. The suture string was returned properly cut. Based on the product analysis, the failure was noted during post procedure. There were no defects reported by the user during the unpacking, preparation and introduction. Therefore, the failure found (stent torn) was an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a contour stent was implanted in the left ureter, in a procedure performed on (B)(6) 2019. According to the complainant, post procedure during withdrawal, on an unknown date, it was noticed that the stent was broken. The broken stent was explanted and another type of stent was implanted. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was implanted in the left ureter, in a procedure performed on (B)(6) 2019. According to the complainant, post procedure during withdrawal, on an unknown date, it was noticed that the stent was broken. The broken stent was explanted and another type of stent was implanted. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.